Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user complained about sensor inaccuracy. After reviewing data available in dms, there was a period of instability during the first days of usage which can be related to the early wear and adjustment of the system after insertion. The system had been stabilizing, with better agreement between bg and sg values, with some differences due to lag which occurs between changes in bg values and the corresponding change in sensor readings. The user was recommended to continue using the system, entering calibrations when the glucose is stable, if possible. No further actions were needed as the user agreed with the explanation of system. As per dms, the user is currently using the system with up to date information.

Event description:
Senseonics was made aware of an incident where user was called to perform a process to improve the way eversense app works. During the process the user reported of inaccuracy in sensor readings. No injury or medical intervention was reported.